Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization (cds) process stating the pre-cleaning and manual cleaning detergent is aniosyme x3. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the instrument channel port, balloon channel and distal end using the brush: kit scope clean /albin medical (ref (B)(4) 230cm). The scope was not manually disinfected. The customer uses automated endoscopic reprocessor (aer) soluscope, along with detergent soluscope cln, disinfectant is paa. The aer was not tested. The endoscope was placed horizontally in a typhoon cabinet. The endoscope was not sterilized. The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for 16 colony forming units (cfu)/ endoscope of staphylococcus coagulase. With a number of viable microorganisms between 5 and 25 cfu/endoscope, the results obtained are in conformance with the requirements. However, the physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated all the channels of the scope were cultured and two (2) colony forming units (cfu) per endoscope (that is, 1.09 cfu per 100 milliliter) of microorganisms were detected. The microorganism identified was one (1) cfu of escherichia coli and one (1) cfu of paenibacillus species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted to report the device return date, device manufacturer date and device evaluation findings. The returned device was evaluated. The bending section cover was separated. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see update to b3. The users reprocessing steps were reviewed where the following deviation was confirmed: none of precleaning steps were performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU also states precleaning steps in the "precleaning the endoscope and accessories" section. Olympus will continue to monitor field performance for this device.